Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer 2011-(B)(6): resident brought to bath on chair, with wheels attached, chair attached to bath lift arm prior to locating in bath and wheels removed. The arm and chair suddenly descended to lowest positon, hit the side of the bath and the chair detached from the arm and fell to the floor. The only reason the resident was not hurt was the staff had just bent over and put her arm around the resident, she grabbed the resident and with another carer lowered the resident to the ground avoiding any injury. (B)(4).